Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted to have their impedance tested because they were having shocking and burning near the ins that has moved to the top of their brain. The patient did not have any falls.